Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's maude report from FDA, which states "alaris pump with heparin drip infusing screen shows "channel disconnected, failure." The report indicates there was serious injury which required intervention, however no details were provided. Since the initial reporter information is listed as not releasable, no further patient or event information can be obtained.